Event description:
A lead was returned with no information to the manufacturer from a medical examiner's office, analyzed and subsequently tested out of specification. The patient died approximately six years ago. A cause of death was requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that the proximal conductor was distorted, the distal conductor was stretched, there was blood/body fluid on all conductors (not obstructed), the outer iinsulation had cosmetic metal ion oxidization, the outer insulation had cosmetic environmental stress cracking, outer insulation had a cosmetic cut, the outer insulation was breach cut, the outer insulation had a cosmetic depression and the lead was stretched. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.